Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the returned complaint device revealed the balloon portion of the device to be torn circumferentially below the distal bond of the balloon; the balloon did not detach or separate from the catheter. No defects were noted to the catheter of the device. Based on the condition of the returned incident device, the complaint that the balloon material separated from the catheter was not confirmed; however, this complaint will remain an MDR reportable event as the balloon material was found to be torn. It is possible that procedural factors encountered during the procedure limited the performance of the balloon (e.g., the balloon came into contact with a sharp exterior source); however due to the nature of this circumferential tear the most probable root cause of this complaint is manufacturing related. There is an investigation in progress to determine the exact cause of this issue. A review of the device history record (DHR) was performed and revealed no anomalies for lot 13972662. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(6).

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on a (B)(6), female patient on (B)(6), 2011. According to the complainant, the patient was being treated for dysphasia of the esophagus. During the procedure, the balloon was advanced down the endoscope and positioned within the esophagus. Inflation was attempted using the alliance ii inflation handle and alliance syringe; however, during inflation, the balloon material separated from the catheter. It was confirmed that the balloon did not burst and no pieces of the device detached inside the patient. The procedure was completed with another cre balloon dilatation catheter and the same alliance ii inflation handle and alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on a (B)(6) old, (B)(6), female patient on (B)(6), 2011. According to the complainant, the patient was being treated for dysphasia of the esophagus. During the procedure, the balloon was advanced down the endoscope and positioned within the esophagus. Inflation was attempted using the alliance ii inflation handle and alliance syringe; however, during inflation, the balloon material separated from the catheter. It was confirmed that the balloon did not burst and no pieces of the device detached inside the patient. The procedure was completed with another cre balloon dilatation catheter and the same alliance ii inflation handle and alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.